Event description:
It was reported that medtronic received a report that after the pipeline was delivered into the phenom 27, resistance appeared. When the pipeline was delivered to the distal end of the phenom 27, the pipeline was suspected to be stuck. Then the operator retrieved the pipeline and planned to release it again; however, the overall system still had too much resistance and the pipeline still could not be pushed out smoothly at the distal end; the operator retracted the pipeline again to prepare, and reduced the system's tension as much as possible to release the pipeline, but the pipeline was still unable to be deployed at the distal end of the phenom 27; after repeated attempts to no avail, the system was removed. Finally, another pipeline was deployed in the new phenom 27 after it was in place with the guidewire, and the procedure was completed successfully. The physician did release the load (slack) in the system in an attempt to resolve the stuck pipeline, but was unsuccessful. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). The phenom 27 was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured multiple serial aneurysms in the right ophthalmic artery segment and posterior communicating segment with a max diameter of 5.86mm and a 3.82mm neck diameter. The landing zone artery size measurements was 3.22mm distally and 4.28mm proximally. The access vessel was the femoral artery with a diameter of 9mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered with a platelet reactivity units (pru) level of normal. The post procedure angiographic result showed slowed blood flow.

Manufacturer narrative:
H3: product analysis #294093924:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5 drawing(s) referenced: n/a. As found condition: unknown coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath or pusher. The shield coil was found intact. The implant coil was found broken from the detach element and not returned for analysis. No damages or irregularities were found with the detach element. The coil shell weld was found present. Testing/analysis: n/a. Conclusion: based on the device analysis and reported information, the device was found to have ¿coil separation/break¿. Possible causes for coil break are tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pusher rotation or user advances coil against resistance. As the implant coil and unknown micro catheter used in the event was not returned for analysis, any contribution of the implant coil and micro catheter towards the coil break could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Ngod10 2023-10-20. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the event did not involve coil.